Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the ac module for the unit was faulty. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the ac module for the unit was faulty. There was no patient involvement.

Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the ac module for the unit was faulty. There was no patient involvement.